Manufacturer narrative:
This report is for an unknown end cap/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, that the doctor was requesting a larger lateral femoral nail (lfn) for a post-op procedure. The doctor¿s justification for the requests was that, the lfn implanted in the patient in (B)(6) 2018, needs to be replaced with an lfn with a larger caliber to avoid fatigue and fracture of the femoral neck. Further it was reported on (B)(6) 2020 that the patient opted for replacing the more calibrated nail and reaming the canal as a treatment due to pseudoarthrosis of the right diaphyseal femur. Withdrawn stem did not present any problem or failure concomitant devices reported: 11mm ti lateral entry femoral recon nail-ex/340mm/rt (part number 04.003.448, lot 9654236, quantity 1), screws: locking: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown end cap. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: awareness date reported on follow up 1 report as may 5, 2020 but should have been august 7, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.